Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the dissection balloon was removed from the port during demonstration, the valve seal dislodged and was removed inadvertently from the device. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one spacemaker* pro access and dissector system with 5 mm converter. The visual inspections noted that the valve seal was disengaged. The obturator, lock collar, trocar balloon and dissector balloon were received. The inflation syringe was received. The insufflation bulb was received. Two 5mm trocars with matching obturator were received. A re view of the device history records for the trocar indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed disengaged seal was determined to be a result of a manufacturing activity. An insufficient amount of adhesive silicone was applied which resulted in the lack of adherence of the seal. A process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.